Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, while the valve was deployed to 80%, the infold was observed. The infold involved nodes 1 through 6. The valve was retrieved from the patient and replaced with a new valve. During the valve check an infold had occurred, but did not get caught. The misload was due to a new valve loader. Of note, a pre-implant balloon aortic valvuloplasty (bav) was not performed. No adverse patient effects were reported.